Manufacturer narrative:
The insulin pump passed the self test, reset error test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm or error alarms were noted during testing. However, alarms were found in the history due to a corrupted history file. The insulin pump was programmed with a test transmitter and glucose sensors simulator and communicated properly. The sensor feature worked properly. All boluses delivered and alarms during testing were properly recorded. The insulin pump had a cracked battery tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received multiple excessive no delivery alarms from his insulin pump. The customer's blood glucose level was 200 mg/dl. Standard troubleshooting was performed. The customer stated that the issue was resolved by an infusion set change since the cannula was bent. The product was returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)